Manufacturer narrative:
(B)(4). Title: management strategies for acute coronary occlusion associated with corevalve transcatheter aortic valve replacement authors: sreedivya chava, edward terrien, joseph schmoker, marc tischler, harold l. Dauerman citation: j thromb thrombolysis (2015) 40:198¿202 (doi 10.1007/s11239-015-1222-6) date of publish used for event date.

Event description:
Medtronic received information via literature review of acute coronary artery occlusion subsequent to medtronic transcatheter bioprosthetic valve implantation. A (B)(6) female patient with severe aortic stenosis and progressively worsening exertional dyspnea underwent successful implant of a medtronic 26-mm transcatheter bioprosthetic valve (serial not reported). Immediate post-implant measures showed negligible pressure gradients across the aortic valve and mild perivalvular regurgitation. During closure of the femoral access site, hypotension with evidence of severe diffuse left ventricle hypokinesis was noted. An angiography revealed occlusion of the left main coronary artery (lmca) ostium by a displaced native aortic valve leaflet. The bioprosthetic valve was snared and pulled up to the sinotubular junction, resulting in restoration of coronary flow and recovery of left ventricular systolic function. An echocardiogram one week post-operative revealed pressure gradients consistent with moderate aortic stenosis. At six months post-operative, severe symptomatic aortic stenosis recurred and the patient underwent high risk surgical aortic valve replacement. No additional adverse patient effects were reported, and no further details were provided regarding the surgical intervention.

Manufacturer narrative:
A search of the medtronic complaint handling database with the newly received model/serial information revealed this event was previously reported to FDA via report # 2025587-2014-00698. The investigation is currently pending, once investigation is complete a summary of this event will be handled with a supplemental report under this number.

Event description:
Additional information identified the bioprosthetic valve as model mcs-p3-640 and serial (B)(4), which was explanted and surgically replaced by a non-medtronic bioprosthetic valve with good clinical outcome.